Manufacturer narrative:
Age at time of event: over 65. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-05824. It was reported that guide wire tip detachment occurred. The target lesion was located in the right anterior tibial artery. The 300cm v-14¿ controlwire® and a 018 rubicon catheter were advanced to the lesion. However, while crossing the lesion, the tip of the v-14¿ control wire buckled due to tough occlusion and eventually snapped off and was dislodged inside the patient. The physician was able to remove the dislodged tip using the rubicon catheter. The procedure was completed with a v-18 control wire. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The unit returned has wire kinked and distal end damage. The visual inspection was performed and the device presents distal tip kinked and detached 1.5cm approx. Moreover, the wire is kinked along the body. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-05824. It was reported that guide wire tip detachment occurred. The target lesion was located in the right anterior tibial antery. The 300cm v-14 controlwire and a 018 rubicon catheter were advanced to the lesion. However, while crossing the lesion, the tip of the v-14 control wire buckled due to tough occlusion and eventually snapped off and was dislodged inside the patient. The physician was able to remove the dislodged tip using the rubicon catheter. The procedure was completed with a v-18 control wire. No patient complications were reported and the patient was fine.